Manufacturer narrative:
Other, other text: device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported the disposable has a leak from inner bag. Additional information received via email by ICU medical on 22-may-2023: event details have been updated, date of event from unknown to (B)(6) 2023. Lot number from unknown to 4290742. No patient injury. The hospital pharmacy used another 250ml cassette. The cassette was discarded by the hospital.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.